Event description:
It was reported that intermittent cartridge alarms occurred during insulin delivery. Customer was unable to provide specific dates of event or how the issues were resolved, only stating that these events started in february 2026. Customer continued using the pump for insulin therapy. There was no adverse impact to the customer's blood glucose level.